Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: p050017/s006.

Event description:
During surgery, after pre-ballooning, in the sclerosis part, after the insertion of the delivery system of the stent and wire guide, all of the stent have come out even before deployment and unlocking of safety lock. (During advancement) (this complaint) stent fracture noted on images provided. (Another complaint is capturing this). Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation the zfv6-80-8-8.0 device of lot number c1626350 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zfv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-80-8-8.0 of lot number c1626350 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1626350. There is no evidence to suggest the user did not follow the ifu0058. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a difficult patient anatomy as through the additional questions asked, the physician has said that he felt some resistance while trying to advance the delivery system to the target location. Difficult patient anatomy can exert excessive pressure on the flexor and can result in, the stent being pushed down and out prematurely. The stent fracture most likely occurred as a result of the removal of the delivery system/stent after the premature deployment. Had the stent not deployed prematurely it may not have fractured as they would not have been attempting to remove the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence nor did they require any additional procedures complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Confirmation received on 06-oct-21 that stent fracture was related to premature stent deployment. Update to description of event: during surgery, after pre-ballooning, in the sclerosis part, after the insertion of the delivery system of the stent and wire guide, all of the stent have come out even before deployment and unlocking of safety lock. (During advancement) stent fracture noted on images provided. Confirmation received on 06-oct-21 that stent fracture was related to premature stent deployment.